Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30425324) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00276. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a coil embolization procedure targeting an unruptured aneurysm at the middle cerebral artery (mca), a flexor® shuttle® guiding sheath (cook medical) was inserted from the right femoral artery and an approach was made toward the left internal carotid artery (ica). An sl-10® microcatheter (stryker) for the coil was approached to the aneurysm of the left mca. A guidepost was inserted from the side and the 150cm x 5cm prowler select plus microcatheter (606s255x / 30425324) approached near the aneurysm neck. The pulserider t 8mm arch, 2.7 to 3.5 mm aneurysm neck reconstruction device (anrd) (201d / 3051697022) was prepped and inserted into the prowler select plus microcatheter. The introducer was removed and the pulserider advanced approximately 5 to 10cm from the distal end of the microcatheter and there was intense resistance felt, but the physician was able to advance the pulserider. It was reported that the pulserider was not deployed well at the aneurysm neck region. The physician removed the pulserider and checked it; it appeared normal and was re-inserted but the resistance was felt even though the position of the distal access catheter (dac) was changed or the bend of the microcatheter became straightened, the resistance became stronger. Another 150cm x 5cm prowler select plus microcatheter from a different lot and another pulserider t 8mm arch, 2.7 to 3.5 mm (201d) were used as replacements without any issue. The procedure continued without any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10 august 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00276 and 3008114965-2021-00277. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported during a coil embolization procedure targeting an unruptured aneurysm at the middle cerebral artery (mca), a flexor® shuttle® guiding sheath (cook medical) was inserted from the right femoral artery and an approach was made toward the left internal carotid artery (ica). An sl-10® microcatheter (stryker) for the coil was approached to the aneurysm of the left mca. A guidepost was inserted from the side and the 150cm x 5cm prowler select plus microcatheter (606s255x / 30425324) approached near the aneurysm neck. The pulserider t 8mm arch, 2.7 to 3.5 mm aneurysm neck reconstruction device (anrd) (201d / 3051697022) was prepped and inserted into the prowler select plus microcatheter. The introducer was removed and the pulserider advanced approximately 5 to 10cm from the distal end of the microcatheter and there was intense resistance felt, but the physician was able to advance the pulserider. It was reported that the pulserider was not deployed well at the aneurysm neck region. The physician removed the pulserider and checked it; it appeared normal and was re-inserted but the resistance was felt even though the position of the distal access catheter (dac) was changed or the bend of the microcatheter became straightened, the resistance became stronger. Another 150cm x 5cm prowler select plus microcatheter from a different lot and another pulserider t 8mm arch, 2.7 to 3.5 mm (201d) were used as replacements without any issue. The procedure continued without any patient adverse event or complication. The complaint device was returned and received for evaluation and analysis. The visual inspection finding is documented below. Investigation summary: the non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in a pouch. Visual inspection was performed. The device was observed compressed at the tip section. No other damage nor anomaly was observed during the visual inspection. Dimensional analysis: the inner diameter (ID) and outer diameter (od) of the returned complaint microcatheter were measured and confirmed to be within specification. Hub ID = 0.0215 inch; specification: 0.021 inch minimum. Distal ID 0.0215 inch; specification: 0.021 inch minimum. Actual microcatheter od (45cm from distal end) = 0.0354 inch; specification: max. 0.0375 inch. Actual microcatheter od (5cm from distal end) = 0.0300 inch; specification: max. 0.032 inch. Functional analysis: although the complaint device was observed with a compressed tip, functional test was performed. The returned complaint device was flushed and a guidewire was introduced into the microcatheter lumen. There was resistance friction felt during the advancement of the guidewire. A review of manufacturing documentation associated with this lot (30425324) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the coil embolization procedure, the pulserider t 8mm arch, 2.7 to 3.5 mm anrd was prepped and inserted into the prowler select plus microcatheter. The introducer was removed and the pulserider advanced approximately 5 to 10cm from the distal end of the microcatheter and there was intense resistance felt, but the physician was able to advance the pulserider. It was reported that the pulserider was not deployed well at the aneurysm neck region. The physician removed the pulserider and checked it; it appeared normal and was re-inserted but the resistance was felt even though the position of the distal access catheter (dac) was changed or the bend of the microcatheter became straightened, the resistance became stronger. The returned device underwent visual inspection and a compressed tip was observed. The device ID and od were measured and confirmed to be within specifications. Procedural factors and device handling may have been the contributing factors to the observed compressed tip area; the exact cause cannot be conclusively determined. The issue related to the intense resistance encountered when the pulserider was inserted was confirmed through the functional test performed with a guidewire. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following recommendations and warning: do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.3, g.6. H.2, h.3, h.6, and h.10. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00276. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.